Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, the patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. A nurse reported that the patient was hospitalized on (B)(6) 2019 due to vomiting. While hospitalized, an ileus was found along with an ingrown jejunal tube (j-tube), which required unspecified surgical intervention. The location of the ileus was unknown. It was reported that the surgery was interrupted due to the patient's "bad" general condition and the patient was put into an artificial coma. It was unknown if the patient's tubing was removed. It was reported that on (B)(6) 2019, the patient died and the cause was unknown. The nurse reported that it was unknown if the ileus was the cause of death or if an autopsy was performed. It was reported that the patient did not have a recent peg and j tube replacement.